Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer informed that the surgeon indicated in the form that a fragment fell into patient and added in brackets a maybe. The customer indicated that nothing was seen in the patient, therefore, there was nothing to remove. No patient demographics or images were available. Isi received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿wire was exposed at the tip¿. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.283¿ x 0.219¿ in size. Additional observation not reported by the site: the instrument was found to have the conductor wire cap dislodged from its normal position. The cap was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the hook on the permanent cautery hook broke in the middle of the operation for no apparent reason. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken hook. An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event, due to the following conclusion: it was alleged that the instrument broke and it was unknown if a fragment fell inside the patient during a da vinci assisted procedure. There was no patient injury. At this time it is unknown, what caused the breakage to occur. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.